Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid and the dilution cup overflowed. The customer indicated that the reagents were contaminated. Testing was aborted. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined that the probe was bent and jammed inside the handler housing. The wash station was also cracked. The fe performed the appropriate service / replacement to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the incident.